Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. Batch # p56780. Device evaluation summary: the analysis found that one sr75 reload was received unfired and the swing tab was found to be in the unlocked position with the "doghouse" component of the cartridge damaged. No functional test could be performed due the condition of the reload. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. Please reference the IFU for proper cartridge loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that in the course of a procedure (rt.hemi-coloectomy) using the ntlc , an error occurred in the process of firing. The blade suddenly stopped in the middle of the device, and the blade didn't move forward. As an emergency measure, the surgeon backed off the firing knob and detach it from the tissue. He changed a new cartridge, however, the same issue was occurred 3 times. After changing a new cartridge, he could finished the procedure in four times. There were no reported adverse consequences for the patient so far.